Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee floor system. During an emergency case, the user reported that no fluoro was available. During the delay in procedure it was reported that the patient passed away. The condition of the patient prior to the emergency case is not known at this time.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a possible small focus error. Additionally, clinic personnel provided information that the patient death was not in relation to the system performance. The examination of the log files and the x-ray tube showed that the small focus of the x-ray tube aborted the x-ray release after several frames several times. The large focus and the micro focus remained functional. The user decided not to select a different organ program where the examination could have been continued with the large focus or with the micro focus without functional limitation. Instead, the user chose the "acquisition" mode with a large focus. The selected "acquisition" mode is available with the foot switch of the system without loss of time. A slightly higher dose is used for imaging in the "acquisition" mode. After the event the system was out of operation and not used for a full day. When the system was switched on, the small focus was reported as defective; however, in this case, the system was switched to the large focus. Analysis of the x-ray tube showed that the emitter of the small focus was broken and melted. A possible cause for this defect is a thermal deformation of the emitter, supporting wires or a defect in the soldering. The manufacturer is not considering further actions from this event as the problem itself does not represent a sudden loss of functionality.